Manufacturer narrative:
A device history record review for the reported lot indicates that the order was built to specifications. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. This file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an occlusion tone during sculpt mode when performing an eye surgery. The product was re primed and it worked fine. The procedure was completed without harm to the patient. There is no product sample available for evaluation.